Event description:
The customer reported a green liquid leak beneath the probe drip tray of the beckman coulter lh750 instrument. The customer could not locate the source of the leak. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, protective eye wear and gloves at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that the rinse cup was overflowing and a leak under the manual probe. The fse found that the vacuum tubing of the rinse cup was cut. The fse also found that the rinse cup was broken. The fse replaced the vacuum tubing of the rinse cup and the probe wipe assembly. The repairs were verified per established procedures. Root cause of the leaks is that the vacuum tubing of the rinse cup was cut and that the rinse cup was broken. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).